Event description:
It was noticed that IV tubing was leaking from one of the ports during a chemo infusion. Spill was managed by pharmacy. Bag and tubing were given to pharmacy. New drug dosage was calculated (taking spill/administration into account). Was re-made and infused without incident. Manufacturer response for IV tubing, continu-flo (per site reporter) ongoing, they are replacing our tubing after implementing corrective actions in their manufacturing processes.